Event description:
It was reported that the patient underwent generator replacement. The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Initially, it was reported that the patient was to undergo generator replacement due to generator battery being low. An electroencephalogram report dated (B)(4) 2014 noted that the patient was admitted with status epilepticus. An eeg was ordered to evaluate for ongoing seizure activity. The patient was monitored for 20 minutes and 9 seizures were found which notes is suggestive of status epilepticus. Clinic notes dated (B)(6) 2013 note that the patient has been doing poorly. It was noted that the patient has had a sharp increase in the number of atonic seizures. It was noted that for the past several weeks the patient has been having back-to-back atonic seizures. The notes suggest the patient's symptoms are strongly suggestive of lennox-gastaut syndrome. Surgery is likely, but has not occurred to date.

Event description:
Analysis of the generator was completed on (B)(4) 2014. Review of the data indicated that the pulsedisabled byte was set to a value that represents a vbat<eos threshold condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device explant, which may have been a contributing factor. A reset of the pulsedisabled bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. Electrical test results show that the pulse generator module performs according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.